Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The current blood glucose reading is 121 mg/dl. Motor error alarm occurred during the prime proces and prime delivery. The displacement test failed. Nothing further reported.